Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, atrial lead noise and inappropriate auto mode switch episodes were discovered. No intervention was performed. There were no patient consequences and the patient will continue to be monitored.